Event description:
Customer reported an alternate site (arm) glucose result of 18 mg/dl and a finger tip blood glucose result of 133 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.